Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. After battery installation unit powered on with unexpected blank display. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic stack. Per visual inspection, moisture damage was noted on: pcba1, pcba2, force sensor, motor, lcd flex connector, and keypad flex connector. Isolate to electronic and motor assembly. Unit also received with: battery tube threads - cracked, cracked case (battery tube), cracked case, pillowing keypad overlay, scratched case, and corroded battery tube in summary, unit powered on with blank display, triggered by corroded electronic assembly. Isolate to electronic and motor stack. Customer allegation for cosmetic damage on pump case was also confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, physical or cosmetic damage. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.